Manufacturer narrative:
(B)(4). This report is for use error - reuse of single-use product, where the home patient (hp) replaced the heater bag during therapy, while being connected. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) removed and replaced the heater bag with a new bag while being connected. The hp's granddaughter had turned off the homechoice (hc) after priming and the hp needed more solution in order to complete the therapy; therefore, the hp decided to replace the heater bag. The technical service representative (tsr) assisted the hp with ending the therapy. The hp was going to finish the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.